Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was not feeling very ¿up to par¿ and wanted to increase their amplitude. The patient reported that they felt pain after a long car ride. The patient put new batteries in the patient programmer (pp) and reported that their stimulation stopped working. The patient reported seeing an end of service (eos) message on the pp. The patient was dissatisfied with the longevity of their ins and stated that their prior inss had lasted for 7 - 9 years. The patient regarded this depletion as premature. The patient was redirected to their healthcare provider (hcp) to resolve the symptoms. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient to get their doctor to replace their ins and tried pressure point, hot bathes, yoga, and stretching to alleviate the pain. The patient reported that they were still waiting to hear back from their doctor. No further complications are anticipated.